Manufacturer narrative:
A4 is unknown. The pump was not returned for investigation. The cause of the hemolysis issue was not determined without returned product investigation and sufficient clinical details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced leaking at the peel away sheath. The sheath was replaced to resolve the issue. Additionally, the patient displayed hematuria. The patient was in stable condition.